Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unknown procedure using the vulcan generator ce mark, the system got restarted when ablation switch was pressed. There was a delay greater than 30 minutes. The procedure was finished with the same device. No injuries or other complication were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. A visual inspection was performed on the exterior of product and it was observed that the wand port connector is burnt. There was a relationship found between the returned device and the reported incident. A functional evaluation was performed and the vulcan failed functional testing with open tc error. Cause of error is a burnt wand port connector. Unit passes functional with a known good wand port harness assembly installed. The complaint investigation has concluded that the cause of the open tc error is a damaged wand port harness. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.